Manufacturer narrative:
Initial surgery was in (B)(6) 2017 but actual day is unknown complainant part is not expected to be returned for manufacturer review/investigation, as part remains with the facility. Patient code (B)(4) used to capture: medical device hardware removal was performed due to soft tissue irritation. A review of the device history records has been requested and is currently pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2017 that hardware removal was performed due to soft tissue irritation. One 3.5mm lcp t-plate 4h head/4h shaft/56mm-right angle, one 2.7mm/3.5mm lcp lateral distal fibula plate 3h/right/73mm, eight 3.5mm cortex screws, one 3.5mm locking screw, and four 2.7mm locking screws were removed. Initial surgery was in (B)(6) 2017 but actual day is unknown. All parts were removed without any issues and intact. Removal surgery was completed successfully without any new implantation and patient status was satisfactory. This complaint involves 5 parts, this report is 1 of 5 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part# 241.141, lot# 7721572. Manufacturing location: (B)(4), manufacturing date: jun 25, 2014. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm lcp t-plate 4h head/4h shaft/56mm-right angle product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.